Event description:
After the instrument was fired on the tissue and removed from the surgical site, it was noted that the distal (to the patient) donut of tissue was not contained in the anvil of the stapler. Therefore, the surgeon decided to retrieve the tissue with a rigid sigmoidoscope. As a result, the anastomosis was torn, a leak occurred, and an unintended colostomy was performed to complete the procedure. Procedure: sigmoid colectomy. Patient status: discharged.